Event description:
The valve was implanted with no intraoperative complications. Postoperatively, the pt exhibited bradycardia requiring an external pacemaker and cardiac massage. Emergency surgery was performed and an unusual gray, gelatinous platelet aggregate was observed around the sewing cuff and annulus on the inflow and outflow sides. The leaflets were fully mobile. The valve was explanted and the pt was transferred to ICU, with reduced cardiac function for unk reasons, and expired approx 24 hrs later. The surgeon consulted with colleagues and their hypothesis was an atypical reaction to heparin. No pictures of the valve were taken & the valve was cleaned & sterilized because the pt had hepatitis c.